Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent the mid right coronary artery (rca) with a 3.50x8mm taxus liberte drug eluting stent (des); however, the device was unable to cross the lesion. The physician pulled the des out and predilated the lesion with a 3.0x12mm maverick balloon to 8 atms for 5 seconds, 10 atms for 10 seconds and 4 atms for 10 seconds. The physician then attempted to cross the lesion again with the 3.50x8mm taxus liberte des but was unsuccessful again. When the physician was removing the des, resistance was felt and the physician pulled everything out as a unit including the fr4 runway guide catheter and the non bsc guide wire. The physician noticed that the stent had dislodged from the stent delivery system (sds) and thought that the stent was possibly in the sheath, but the physician was unable to locate the des. The physician believes that the des is in the pt's leg. The physician then went back in with the runway guide catheter and the same non bsc wire and predilated the lesion again with a 3.0x12mm maverick balloon to 14 atms for 10 seconds, 8 atms for 15 seconds and 10 atms for 7 seconds. A 3.5x8mm promus des was successfully deployed in the proximal rca at 14 atms for 45 seconds and the procedure was completed. No additional pt complications were reported with the pt's current condition listed as "fine". The pt was discharged for home the following day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the patch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.